Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. It was noted that noise reversions and noise signals were seen on electrocardiogram (ECG). No programming changes were made by the physician. No intervention was planned. The patient was stable and will continue with normal follow-up in clinic.